Event description:
It was reported to baxter (B)(4) that a half day infusor device had experienced a leak, which was observed before use. Therefore, the sterile fluid pathway was breached. The device had been filled with desferrioxamine. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation results: the reported condition of a half day infusor device which was leaking was confirmed during product evaluation. The device was found to be leaking at the connection of the blue winged luer cap and the luer body. No assignable cause was determined during product evaluation. This device is a single use device and will not be repaired. A batch review was performed revealing that no non-conformance report was documented for this lot. All release criteria were met for the build of this lot. Additionally, a trend review was performed showing an unfavorable trend year over year for reported complaints of leaks.